Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was categorized as a non-standard device, because its funnel looked different than usual. Per the photo received, it was confirmed that there was a gap by the end part of the funnel.

Manufacturer narrative:
The reported issue (it was reported that the catheter was categorized as a non-standard device because its funnel looked different than usual. Additional information by the picture confirmed that there was a gap by the end part of the funnel) was confirmed as manufacturing related issue. Per visual inspection noted funnel was uneven/short shot, no others defects were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was categorized as a non-standard device, because its funnel looked different than usual. Per the photo received, it was confirmed that there was a gap by the end part of the funnel.